Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the screen went blank. A technical support specialist (tss) found that dsclientoltp had not existed under the local database (db), and medapp repair had returned a fatal error. The tss had located dsclientoltp files, renamed them, restarted mssqlserver, and completed medapp repair successfully. Dsclientoltp had appeared in ssms, and a full synchronized was completed. The pharmacy tested the station and confirmed it was operational. The station was monitored for several hours, and no further issues were reported issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis es screen went blank, and it was rebooted but did not restart. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.